Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments. The unit had no significant scratches or dents. The front bezel was not cracked. The erbe was in good condition. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy urological surgical procedure, the bipolar energy function was not working on the integrated electro surgical unit (iesu) erbe. The customer attempted using two different instruments, fenestrated bipolar forceps and maryland bipolar forceps, as well as two backup energy cables but was not able to get energy activation. The customer power cycled the erbe but question marks remained on the erbe bipolar ports and the energy was still unavailable. The surgeon switched to using a vessel sealer instrument on the e-100 generator and resumed the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the clinical sales associate (csa) stated that the customer ran through troubleshooting steps of changing out the blue cord, changing instruments, turning off the erbe and turning it back on and ensuring the blue cord was plugged into the receptacle with the arrows up. The csa stated that after the case, the customer performed a hard restart on the system and tested a bipolar instrument which seemed to work. The csa confirmed that the procedure was completed with the same system and a vessel sealer instrument on the e-100 generator to use bipolar energy.